Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA. Should additional relevant information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a leak at the air vent was confirmed during sample evaluation. The used sample was returned at the plant for evaluation. The returned unit was visually checked and the sample's analysis revealed that the air vent was detached. No other tests were performed. The assignable root cause of the reported condition is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
A customer reported to baxter (B)(4) of an administration set in which operator observed a leak at the level of the air vent. The air vent was separated from the set. The reported condition occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.